Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device had no image when the video connector was shaken, due to poor contact. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic laparoscopic procedure, the visera elite video system center had poor contact of flat interface. It was noted that the video connector was damaged, resulting in the connected device being unable to be recognized. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connected device was not recognized due to a faulty video connector and video cable connector. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.